Manufacturer narrative:
The device was returned to baxter for evaluation. The reported symptom was confirmed through review of the event history log. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation was unable to reproduce the reported system error 105. Evaluation found a seizing motor to be the cause. The motor assembly was replaced. No additional issues were found during evaluation. If any additional information is received a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump experienced a system error 105 (pic motor error). There was no report of patient injury or medical intervention associated with this event. No additional information is available.